Event description:
A surgeon reported that following intraocular lens (iol) implantation, she noted a capsular sack tear with haptics appearing in the cavity of the anterior capsule. The surgeon also reported that the pt was experiencing "worsened vision." She exchanged the lens for another model. The initial lens was implanted by another surgeon. In a f/u, it was reported that, after the exchange, ucva is 0.5 (not indicated if in logmar or decimal). The surgeon is unable to provide any more info as she was not the implanting surgeon.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info has been requested and received. The surgeon is unable to provide any more info as she was not the implanting surgeon. (B)(4).